Event description:
It was reported that 5 days following a coronary drug eluting stenting treatment procedure, the pt experienced a sub-acute thrombosis. The pt presented to the e.r. In 2004 with acute coronary syndrome and q-wave present. The lesion was described as being over 34mm long and located in a very small right coronary artery (rca). The vessel was pre-dilated with a 2.0 x 15 mm rx balloon. A taxus express2 2.5 x 24 mm drug eluting stent was placed in the rca at 12 atm for 50 seconds. A taxus express2 3.0 x 16 mm stent was also placed in the rca at 14 atm for 50 seconds. The pt also had 2 additional taxus stents placed in the left anterior descending (lad) artery, 3.0 x8 mm and a 3.5 x 16 mm drug eluting stent. These two stents went on either side of a bare metal stent that had been previously implant in 1998. The pt experienced some distal coronary spasms during the procedure which were treated with tridil. The stent results were excellent. The pt was discharged from the hosp 2 days later on a regimen of plavix, asa, and lipitor. Three days later the pt presented with elevated enzymes and chest pain. The pt was brought back to the cardiac catheterization lab and given heparin and nitroglycerin. The lad was widely patent but there was a total occlusion in the rca. The decision was to treate the pt medically; no reintervention was performed. The pt was discharged doing well.